Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The device system was returned to the manufacturer after the patient's death. Additional information received reported the patient died in a manner unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has shortness of breath and presented to the emergency department. The right ventricular (rv) lead was observed with intermittent loss of capture on electrogram. High threshold and possible loss of capture was noted on interrogation report. The lead remains in use. No patient complications have been reported as a result of this event.